Event description:
The customer reported that the system was not powering up and was completely dead. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and isd board were replaced. The system was then found to be operating as intended.